Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: complete set returned. Jugular introducer used and slightly bent. Three filter leg penetrations were noted on the sheath; one approx. 27.5cm from fitting, one approx. 31cm from fitting, and one approx. 33cm from fitting. The last penetration is in a kinked area, in which an incipient penetration from a second filter leg is noted. Minor damages to the sheath are noted distal to the penetrations. Primary filter legs are symmetric, but two secondary legs are a bit out of shape. Under normal conditions the sheath is strong enough to accomplish the procedure. However, the sheath may kink, if exposed to force. And if the filter is forcefully advanced through a kinked sheath the filter legs may be prone to exceed the sheath wall. From the IFU: "excessive force should not be used to place the filter." There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: physician chose jugular vein as accessing passage, and found the filter delivery sheath could not move forward when it was in the middle way. Then removed the filter delivery system, and found the purple sheath was bent and damaged. Procedure was finished by change to a new filter set. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.